Event description:
A "replace sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced loss of consciousness and was unable to self-treat, requiring an hcp administration IV glucose infusion of unspecified quantity for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(B)(6) has been returned and investigated. Visual inspection was performed on sensor patch and no physical damage was observed. Visual inspection was performed on the sensor plug and the sensor plug was not seated properly. Sensor was found to be in state 5 (indicating normal termination). Extended investigation has also been performed on the returned sensor and observed that the snaps were deformed, causing improper seating of the plug in the mount. This causes poor connection between the rubber contacts and printed circuit board (pcb) contacts and causes the sensor plug to be unable to form a proper seal, leading to possible liquid ingress onto the pcb. Therefore, this complaint is confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced loss of consciousness and was unable to self-treat, requiring an hcp administration IV glucose infusion of unspecified quantity for treatment. There was no report of death or permanent impairment associated with this event.